Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was 350 mg/dl, but the customer noted it was due to the customer's diet and not the fill estimate.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.